Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having very serious health issues, dealing with cancer and chemo therapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and section b5 has been corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previouslythe manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having very serious health issues, dealing with cancer and chemo therapy. The patient has alleged to seeing balck debris in water chamber and bottom of humdifier lid was coated with a massive amount of black deposits on both the plastic and the silicone seals. After the first attempt to have the device and components returned for evaluation, the customer stated that discarded the device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.